Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of functional lateral wound anastomosis when reconstructing with laparoscopic rectal resection and at the time of closing the insertion opening, the firing of the three devices could only be performed halfway, and it was impossible to take out a new stapler. The handle was squeezed with a force, and a snapping sound sounded and a component broke off. It was noted that there was thick tissue. To resolve the issue, a new handle and reload were used. The surgical procedure was extended for more than 30 minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. The visual inspection found the firing knobs were fully retracted. The articulation lever was in neutral position and the green firing button was in firing mode. Inspection of internal components revealed sheared teeth on the firing rack. Functional evaluation noted that an access hole was cut into the instrument body for visualization of the firing rack. The sheared teeth damage was confirmed from on the firing rack. The reported condition of the instrument partial firing was not confirmed and the root cause was not established. The reported conditions of the instrument being broken and making a strange noise were confirmed. The analysis noted evidence that the device was not used as intended. The instructions for use (IFU) states: "failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples." The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.